Manufacturer narrative:
No devices were returned however the provided photo of the bushings does show wear. The part numbers and lot numbers of the ulnar stem are unknown therefore a review of their device history records and a complaint search could not be performed. The devices were used for treatment. No other complaints of any type have been reported for the articulation kit. Operative notes and x-rays were requested however none provided. It cannot be confirmed that all of the implanted devices were an approved combination. With the provided information an exact cause could not be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat properly on the tibial plate.